Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported the patient experienced catheter complications and was having a catheter revision due to not getting drug from a kink in the proximal segment. The patient experienced less than (B)(6) therapy relief and an interruption of therapy as a result of a flipped pump and was unable to be refilled. The pump was flipped and did not appear to be as a result of inadequate placement and it was empty. It was unknown why the pump was flipped as the patient did not indicate any changes in behavior with the pump. It was noted upon the pump pocket revision that the pump was confirmed flipped and the catheter was twisted several times causing an occlusion or kink in the catheter. The proximal end was removed and the healthcare provider (hcp) replaced the catheter piece with a new sutureless connector piece. The pump was sutured down in the pocket to prevent a flipped pump in the future. Diagnostic testing and troubleshooting included a dye study, the logs were checked, and x-rays were completed. It was further reported the pump was flipped and unable to be filled and the catheter was not able to be aspirated from the catheter access port (cap). A pocket revision and catheter revision to flip the pump back up was completed and the pump was able to be refilled properly. The logs did not show any motor stalls. The logs read empty reservoir from 2015-(B)(6) to the day of the revision on 2015-(B)(6). The patient¿s status at the time of this report was ¿alive-no injury¿ and the patient was receiving appropriate therapy. Refills and follow up were occurring with the patient¿s managing physician. The pump was being used to deliver fentanyl, clonidine,and marcaine. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported there was an empty reservoir message noted in the pump logs on 2015-(B)(6). The pump was empty because it was flipped and unable to be filled in between the time the authorization requested for pocket revision and procedure date. The date the pump was confirmed to be flipped was 2015-(B)(4) during office follow up visit with the patient's managing physician.